Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. G2 should not have health professional checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. There was no delay in the start of the pre-cleaning, the manual cleaning was performed within an hour after the procedure, the forceps elevator was moved to raise and lower 3 times in water during aspiration, the forceps elevator was brushed, the forceps elevator operated in the detergent solution, and the forceps elevator was flushed appropriately. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps raising angle did not meet the standard value due to a cut in the forceps wire. Upon further inspection, it was observed that foreign material was on the forceps elevator due to insufficient cleaning or handling of the scope. It was observed that the play in all directions was out of standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover was detached. It was observed that the universal cord had buckling. It was also observed that the grip and the plastic distal end cover had a dent. It was observed that the light guide lens had a chip. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: adhesive on the bending section cover, connecting tube, universal cord and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii duodenovideoscope forceps elevator was not working. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was on the forceps elevator which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.